Manufacturer narrative:
The problem was due to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The optical fiber had a failure that did not allow to use it properly. It was used with empower h65 laser (serial number:(B)(4)). No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a fiber component failure. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. It was used with empower h65 laser (serial number: (B)(4)). No adverse effects to patient were reported.